Event description:
It has been reported to philips that the system would not boot up after it was initially switched off. The system was not in clinical use at the time of the event. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the pdu fan tray and dcps as well as the pdu fuses. System was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the logfile showed power issues. The fse replaced the pdu fan tray, dcps, and pdu fuses. After replacement of the pdu fan tray, dcps, and pdu fuses, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.